Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient¿s implantable cardiac monitor (icm) was unable to be interrogated due to loss of bluetooth (ble) telemetry. No intervention was performed and the patient was in stable condition.